Event description:
It was reported that the customer had a keypad anomaly. Customer was hospitalized on (B)(6) 2015 for a high blood glucose over 600 mg/dl. Customer stayed for 2 days and then signed herself out. Customer's blood glucose levels were stabilized as she was given 2 bottles of saline and insulin by IV. Customer was wearing the pump at the time of the emergency room visit, but then pump was removed. Customer was not being provided with her diabetic food tray. Customer decided to sign herself out. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-93778.